Manufacturer narrative:
On (B)(6) 2020, it was found that h.5 labeled for single use? Was mistakenly selected as no on the previous report. The field has been updated to yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2020, one suspected medical device was returned for evaluation. The device was a 300cc mentor smooth round moderate profile prosthesis (catalog #: 3501645, lot #: 5629436). The relevant fields have been updated. However, mentor was unable to identify which side this device was implanted in with the available information. This report is for one of the two affected sides. On 24-jul-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced postoperative bilateral deflation. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile prostheses (catalog #: 3502425, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.